Manufacturer narrative:
(B)(4). The suspect device has not been returned; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, the short tubing on the top part of the fluid collection bag, towards the side, was leaking. There were no pt complications reported with this event and the procedure was completed with another of the same device.